Manufacturer narrative:
Age at time of event: above 18 years and older. Implant date was (B)(6) 2018. The device is a combination product.

Event description:
It was reported that in-stent restenosis occurred. In (B)(6) 2018, a 3.00 x 16 synergy drug-eluting stent was implanted. In (B)(6) 2019, the patient had a diagnostic procedure performed and the stented area was found to have stenosis. In (B)(6) 2019, the patient presented for treatment. The 100% in-stent restenosed target lesion was located in the proximal left anterior descending artery. Revascularization was conducted successfully and the procedure was completed. No further patient complications were reported.